Event description:
It was reported that this left ventricular lead exhibited a high out of range pace impedance measurement. The change in impedance measurements were noted to have changed abruptly with noise, loss of capture and high thresholds also observed. The system was reprogrammed to turn therapy off. This lead remains implanted. No adverse patient effects were reported.